Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen complete stemmed tibial component precoat, cat: 00598005703, lot: 61451630. Articular surface prolong highly crosslinked polyethylene, cat: 00596205014, lot: 62873098. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that patient had a revision of right total knee arthroplasty due to unknown reasons and right patella allograft.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Foreign - australia. Reported event was confirmed by review of op notes provided. Operative records indicated patient underwent revision on right total knee arthroplasty (femoral component), revision r tto with tto with prox. Bone grafting of internal fix for patella infera and arthrofibrosis post r tka. Device history record was reviewed and no discrepancies were found. Patient anatomy might be a contributing factor for patella allograft and reconstruction as the patient was noted to have a history of patellectomy prior to initial surgery. However, root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.